Event description:
The customer reported that when imaging, nothing was coming up on the screen. The system was not responding. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation and reproduced the stated problem. However, no service was performed.